Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 laminectomy and posterolateral interbody fusion (bilateral). It was reported that when attempting to implant the cage, the inserter was impacted with a mallet and part of the peek section of the cage broke. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # (B)(4), lot # 1023196w - visual and optical inspection confirmed both of the tabs of the spacer have broken away from the spacer. There are witness marks on the backside of the spacer indicating that the spacer was impacted. The damaged to the spacer is consistent with excessive force during the implantation process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.